Manufacturer narrative:
(B)(4). Additional information: phone number (initial reporter): (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported left side rupture. The device has been explanted.

Event description:
Explanting physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessment of the complaint is: ¿ rupture observed opening in the posterior side assessed as unidentified (tear) opening additional observations: ¿ crease flat observed on the device. ¿ observed 40 mm dark patch edge material inside gel device.

Event description:
Explanting physician reported left side rupture. The device has been explanted.